Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as a touch contamination. The patient was hospitalized for the event. Treatment information was not reported. The patient remained hospitalized and had not yet recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Follow up information was obtained for this event. The nurse was not able to confirm a break in aseptic technique. The patient went to the hospital for peritonitis without the symptoms of nausea, vomiting or diarrhea but did present the symptom of constipation. The patient was treated with vancomycin (dosage, route, and frequency not reported) and levaquin (dosage, route, and frequency not reported). The patient was also given 81mg of aspirin daily for an unknown indication. The cause of the peritonitis was unknown. The patient was discharged from the hospital after six days and had recovered from peritonitis. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13g24083 and h13f18012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).